Event description:
It was reported that the catheter seemed to be dislodged. It was stated that the issue was seen by a neurosurgeon during a spinal surgery that was unrelated to the pump. The device system was used to deliver baclofen. Five days later, it was reported that the orthopedic surgeon saw a catheter issue on a CT scan; however, he was unable to confirm because the patient had scoliosis surgery complications that required the spine to be closed before working on the catheter. The managing clinic would diagnose the catheter issue once the patient recovered from the spine surgery. It was noted that the managing clinic was not aware of any patient symptoms. Later that same day, it was reported that the orthopedic surgeon saw the catheter was out on the CT scan. A revision did not occur because of the surgical complications. No dye study had been performed. At the time of report, the patient¿s status was unknown, but he was recovering from a major surgery. The device system was used to deliver gablofen. It was noted that the dose had been increased 100mcg over the prior two months, but prior to that, it had been stable for six months.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).